Manufacturer narrative:
No devices or photos were received as these remained implanted; therefore the condition of the components is unknown. The part and lot numbers of the devices are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient medical history is unknown. As noted in the journal article, vancouver c fractures (distal to the implanted stem) were likely related to torquing of the distal femur (most commonly during trialing and final reduction of the hip); however this could not be determined with certainty. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007%2fs11999-013-3167-4/fulltext.html. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that three intraoperative femoral shaft fractures occurred and were managed with a locking plate.